Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected a33 alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump squirts when priming. Customer reported that the buttons had to be pushed harder to make them to work and they stick at times. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had battery rejections. The insulin pump will not be returned for analysis.